Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited high thresholds due to lead dislodgement. A revision procedure was performed; the lead was attempted to be repositioned without success. In addition, the thresholds continued to be elevated and insulation damage was noted on the lead. The decision was made to remove and replace the lead. The explanted lead was returned for analysis. No additional adverse patient effects were reported.